Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted without a returned device. It is not possible to definitely confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received indicates this device was explanted and replaced. No additional adverse patient effects were reported. Per the field, the hospital has not located the device, and it appears the device was accidentally stored in a sharps bin. Therefore, it is unlikely to be returned for analysis. Should additional information be received in the future, and updated report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received indicates this device was explanted and replaced. No additional adverse patient effects were reported. Device return is expected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.